Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that the customer's bolus was stopped several times. Troubleshooting showed several no delivery alarms in the alarm history. Customer's blood glucose 12.8 mmol/l. The mother also reported the insulin pump under delivered insulin to the customer over the past two weeks. The customer has changed the infusion set several times, but the issue persisted. The mother requested a replacement insulin pump. The mother declined to return the insulin pump for analysis.